Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 88 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were not longer visible. After troubleshooting, customer was able to resolve air bubble issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.